Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the rep that the prw35 skin staplers, from the same lot, failed to perform correctly when the surgeon attempted to staple drapes to the pt. Another device was used to complete the case. There was no consequence to the pt. The devices involved were discarded.